Event description:
The customer contact reported that during testing at the user facility the device could not access the biomed mode when the touchscreen was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen was found to be out of calibration. No additional information was provided.

Manufacturer narrative:
Testing and investigation was done at the user facility by the field service engineer. During testing it ws found the device touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.